Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was not working. A field service engineer (fse) reinstalled the biometric identifier (bio-ID) drivers and escalated the case to customer support center (csc), as no fix was available. The good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse) or the fse manager. Additional information was added to the record if and when it was received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working. The customer reported that when the nurses attempted to use the biometric identifier, it would spoof. The customer restarted the device several times, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.